Event description:
It was reported by sales consultant, on an unknown date, device runs hot, continuously, and where the motor runs slow. It was reported the event did not occur during surgery and there was no adverse event on patient. No further information is available at this time. This report is for a hand piece for a battery powered driver. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records (DHR) revealed the hand piece for battery powered driver was manufactured by triangle manufacturing. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Additional evaluation was conducted. The report indicates that the repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. There are no known ncrs associated with this part and lot number. (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis.device is an instrument and is not an implant/explant.the item was received running continuously and getting hot during use. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(6)-2012 due to motor failure and (B)(6)-2012 for a total rebuild. The customer called in a service request for this item on (B)(6)-2013 for inoperable device. The previous service condition of motor failure is relevant to the current complained issue.